Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient underwent an ipg replacement procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient's ipg replacement was physician's preference. The patient was doing well post-operatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient underwent an ipg replacement procedure for an unknown reason.